Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored non-sustained ventricular tachycardia (nsvt) episodes due to oversensing. Technical services (ts) noted the oversensing occurred when there was a sudden jump in the atrial rate. Ts also noted the automatic gain control (agc) was programmed lower than usual. Ts recommended bringing the patient in to measure the signal that was oversensed and consider raising agc. It was noted the health care professional (hcp) would discuss the options with the medical doctor (md). This crt-d remains in service and no adverse patient effects were reported.